Event description:
The ems staff was monitoring a pt (age and gender unknown) for chest pains when the screen went blank. The recorder was operational, and the staff was able to receive a continuous recorder print out. There was no adverse dffect on the pt.